Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose (bg) level was recorded as high. Customer delivered a bolus via the pump to address bg. The customer followed instructions to clean the speaker holes and reattach the cartridge, successfully resuming insulin after waiting ten minutes. The alarm did not recur, and the pump resumed normal operation. Tips for preventing altitude alarms were provided and acknowledged by the customer.